Event description:
It was reported that while in use on a pt, the pump stopped pumping. The pt was transferred to another pump without any complications. The hosp's biomed dept serviced the pump but could not duplicate the problem.